Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-7300ds devices, along with four packaged ar-7300ds, batch 12213364 devices were received for investigation. Visual inspection identified the presence of horizontal grooves worn along the distal tip of the inner tubes at the cutting heads, consistent with sites of metal debris production. Similar grooves were identified at the proximal ends of the inner tubes, indicative of prying/leveraging. No damage was observed to the freshly unpackaged ar-7300ds devices.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hand arthroscopy there was an abrasion with two items with lot number 12213364. As they failed the surgeon opened another box and the same problem occurred. All abrasion was removed from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.